Event description:
Info received that the siderail could not latch. No injury reported.

Manufacturer narrative:
Tech found the right siderail was missing a shoulder bolt - siderail could not latch. Replaced the shoulder bolt to resolve this issue.